Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: april 29, 2020, expiration date: march 31, 2029, part number: 04.004.549s, 11mm ti cannulated tibial nail ¿ ex/345mm-sterile, lot number: 53p5885 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns072581 rev a met all inspection acceptance criteria. Packaging label log (pll) lppf rev j, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: 13l9337. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 28-jun-2019 and certificate of test supplied to (B)(4) dated 25-jul-2018 were reviewed and determined to be conforming. Lot summary report dated 30-jul-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an expert tibial nail insertion procedure on (B)(6) 2020, the drill bit made contact with nail while drilling for the proximal screw. The device was checked after the procedure and showed everything was correctly aligned. The procedure was successfully completed with two (2) minutes surgical delay. There was no patient consequence. Patient status is unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 11mm ti cannulated tibial nail-ex/345mm-sterile. This is report 5 of 6 for (B)(4).